Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was 86 mg/dl.